Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a white coiled material on a stylet is confirmed; however, the exact cause is unknown. One photograph of a stylet was returned for evaluation. An initial visual observation of the photograph showed a rough material on the stylet. In some places, the material appeared to be coiling around the stylet. The stylet was observed out of the catheter. No other details of the rough material could be discerned from the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause of where the coiled material originated from. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported during installation there is a colloidal foreign body attached to the guide wire. It was reported this occurred with two devices. This report addresses both devices.